Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power alarms noted. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer used a brand new battery and stated the alarm occurred less than 24 hours after a low battery alert. Customer stated this is the second occurrence and the battery cap is not damaged. Blood glucose value was 78 mg/dl. . Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.